Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited loss of capture and low r-wave sensing. The patient was asymptomatic to the event. During pocket revision procedure, lead damage was noted at the suture sleeve. The lead was explanted and replaced. Patient¿s condition was stable prior, during and post procedure.